Event description:
Syr bd ned u-fine 1 ml 30 g 1/2 containing 9 pack of syringes had 3 packs containing 0.5 ml syringes instead of 1 ml syringes. Injections four times a day. Diagnosis for use: diabetes.